Manufacturer narrative:
Glucose was the only analyte affected. Patient sample information was not provided by the customer. No issues with qc or calibration noted prior to the event upon review of data. Customer's maintenance was up to date. Urine qc was noted to be out of specification this date. This was after the patient results were reported. A bec field service engineer (fse) was dispatched for this event and replaced the glucose module, which resolved the issue. Failure mode appears to be attributed to the glucose module.

Event description:
A customer contacted beckman coulter (bec) to report obtaining eight (8) erroneously high glucose module (glum) serum results generated by an unicel dxc 800 synchron chemistry analyzer. No other analytes are in question. The erroneously high results were reported out of the laboratory. Upon repeat, lower results were obtained; however the original results were not amended and there has been no knowledge of physicians questioning the reported results. There were no reports of any impact on patient treatment as a result of this event.